Manufacturer narrative:
The patient passed away "on an unknown date last week prior to the date of this report". This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by abdominal pain. The same day as event onset, the patient was hospitalized for abdominal pain and was diagnosed with peritonitis. On an unknown date, the patient was treated with unknown antibiotics for the peritonitis. On an unknown date, during hospitalization pd therapy was withdrawn and hemodialysis was initiated. On an unknown date, during hospitalization the patient was diagnosed with septic shock due to candida. On an unknown date, the patient passed away. The cause of death was reported as due to septic shock. It was reported an autopsy was not performed. No additional information is available.